Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for incorrect cap color with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® k2e (edta) plus blood collection tubes had mix of product in pack. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated the "when opening the package, it was found there were 100 purple tubes mixed with a black tube.¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k2e (edta) plus blood collection tubes had mix of product in pack. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated the "when opening the package, it was found there were 100 purple tubes mixed with a black tube.¿